Event description:
Patient with known cardiovascular disease had the left common iliac stent (placed at another facility) dislodge during cardiac catheterization and the stent moved to the distal abdominal aorta. Attempts at retrieval were unsuccessful. Patient transferred to a different facility, where 2 stents were replaced. There was dislodgement of the stent in the proximal portion of the left iliac artery into the descending thoracic aorta. This likely occurred secondary to the wholey wire traversing through the stent in the left iliac artery. The dislodgement seemed to occur with attempts to pass the pigtail catheter. It was passed through the stent into the aorta.